Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had moisture damage in the reservoir compartment. Fluid in reservoir. Customer was not able to confirm where the insulin was leaking.